Event description:
The following axsym bhcg results were generated on a patient sample: <800 miu/ml (1:200 dilution protocol) and 89 mlu/ml (1:10 dilution protocol). The customer reported the result of 89 miu/ml. Testing was repeated yiel;ding axsym bhcg results of 65,000 and 60,000 miu/ml. There is no report of impact to patient managment due to the incorrect result of 89 miu/ml.